Event description:
Reported through clinical study f/u: approx 26 months post implant the pt experienced sudden death. The pt had a coronary artery bypass graft x 1 for coronary artery disease and a right endarterectomy at the same time as the freestyle implant. The valve remained implanted and therefore was not returned for analysis.